Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high threshold, low amplitude, and high pacing impedance values that were observed during the implant procedure.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead showed high thresholds, low amplitudes, and impedances exceeding 3000 ohms. As there was no other lead of this model available, the physician decided to use a subcutaneous system to complete the procedure. This lead is expected to be returned.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead showed high thresholds, low amplitudes, and impedances exceeding 3000 ohms. As there was no other lead of this model available, the physician decided to use a subcutaneous system to complete the procedure. This lead was received for investigation which is currently in progress.